Event description:
Event description cpi received information that this bipolar lead and endotak transvenous defibrillation lead had dislodged. They were repositioned and remain active and implanted in the patient.